Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a blocked air channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign black rubber type material at the mouth of the channel with nylon brush fibers trapped under the sides of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the light cover glasses was cracked. The light cover glasses adhesive was worn. The optical cover glass was chipped. The optical cover glass adhesive was worn. The distal end adhesive was lifting. The plug body production labels were damaged. The suction connector had water leakage/water ingress. The automated air leak test had a leak/failed. The outlet pipe and air channel volume had blockage. The water flow and removal were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.